Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received several no delivery alarms. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer performed plunger push and the insulin did exit. The customer performed manual prime and no delivery alarm did not recur. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.